Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The serial number was identified as follows: (B)(4). The manufacture date is impossible to determine. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further analysis showed no peculiarities. The values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was returned without documentation from boston scientific. The serial numbers on the lead are unreadable. Should additional information be received, this file will be updated.